Manufacturer narrative:
Analysis of the lead (s/n (B)(4)) found no anomalies.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0zzjs, product type: lead; product ID 3387s-40, lot# v a0z6c5, product type: lead; product ID 3387s-40, lot# va0zzjs, product type: lead; product ID 37612, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 3389-40, lot# j0206548v, implanted: (B)(6) 2003, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 64001, lot# n496402, implanted: (B)(6) 2015, product type: adapter; product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3550-68, lot# n572485, product type: screening device; product ID 3550-68, lot# n572485, product type: screening device; product ID neu_stylet_acc, lot# unknown, product type: accessory; product ID neu_stylet_acc, lot# unknown, product type: accessory; product ID neu_stylet_acc, lot# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete.

Event description:
The manufacturer representative (rep) reported that there was a lead impedance issue. The impedance values were high around 6000-6500 ohms when the lead (va0z59j) was tested using the twist-lock cable. After the microelectrode recording was completed, the surgeon placed the lead to do test stimulation. An impedance check was perform initially to test the lead and they found impedance values to be around 6000-6500 ohms. The rep advised the surgeon to disconnect the twist-lock cable and re-secure it. After it was re-secured onto the lead, the impedances were still high around 6000 ohms. The surgeon was concerned so they got another twist-lock testing cable as well as another lead kit. They opened the twist-lock cable and testing using this cable. They found that the impedances did not change. The surgeon did not feel comfortable placing a lead with impedance values so high. They decided to open another lead kit and use a new lead. About an additional hour was added to the surgery because of impedance/troubleshooting issues. The indication-for-use (IFU) was parkinsons dual and movement disorders. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.